Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had discomfort at the ipg site due to the ipg flipping in its own pocket. Surgical intervention was undertaken on (B)(6) 2026 in which the ipg was repositioned.